Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the probable cause of the faulty cable unit was likely unexpected stress on the cable due to the user's handling, leading to intermittent imaging. This issue is addressed in the instructions for use (IFU): "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable."

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation of the device, the user report was confirmed as a faulty cable unit was discovered and was causing intermittent imaging. Additionally, the charged coupled device had a dead pixel showing on the image and was also faulty. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the hd autoclavable camera head did not display an image during a procedure. There was no patient harm or consequence reported as a result of this event.